Event description:
Caller reported blood glucose results of 30 mg/dl and 60 mg/dl on the customer's advantage system, 180 mg/dl on a hospital system within 10 minutes. Reported a separate comparison of 64 mg/dl on the customer's advantage system, 191 mg/dl on a hospital system within 10 minutes. Reported a next day comparison of 66 mg/dl on the customer's advantage system, 231 mg/dl on an aviva system within 10 minutes. No information was provided for the aviva system. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(4).